Event description:
After the implant procedure was completed, the patient developed a hematoma at the ipg pocket. Physician brought the patient back into the or, evacuated the hematoma, cauterized the bleed, and closed. This resolved the issue.